Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. Reportedly, he could not snap his site back together after he would temporarily disconnect for a shower. Further, he would try repeatedly to re-snap the clip back to his site, but the clip would never reconnect, so he had to change his site entirely. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.